Manufacturer narrative:
Patient information was requested, but no response received.

Event description:
The customer reported that the ventilator alarmed and gave an error code while in use on patient. The patient was removed from the unit with no incident.